Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode due to three consecutive device resets. It was noted that this patient had experienced phrenic nerve stimulation. Technical services (ts) recommended immediate device replacement. This device was explanted and replaced with a new crt-p.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode due to three consecutive device resets. It was noted that this patient had experienced phrenic nerve stimulation. Technical services (ts) recommended immediate device replacement. This device was explanted and replaced with a new crt-p.